Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012884799 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, electrodes 1 and 2 were observed to be crushed/damaged, electrodes 1 and 2 were observed to be displaced, an exposed electrode wire was observed, and an inverted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing revealed an open loop on electrodes 1, 2, 3, 4, 5, 6, 7, 8, and 9 wires. In conclusion, the reported knotted array was not observed with the returned catheter. The catheter failed the returned product inspection due to an inverted array, a torn proximal arm of the pebax tube, an exposed electrode wire, a displaced electrode, crushed electrodes, and broken electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, the physician experienced difficulty pulling the catheter back into the sheath. X-ray imaging was used and revealed that the tip of the catheter was not aligned to the sheath. The physician was unable to extend the wire of the catheter. When attempting to fully withdraw the catheter into and out of the sheath, damage to the coating and electrode of the catheter was observed. It was also noted that the catheter had a knot. The case was completed. No patient complications have been reported as a result of this event.